Manufacturer narrative:
The user facility was unable to provide a sample of the 3-spike disposable set used during the case, nor was the lot number of the implicated set recorded. We were, however, provided with four different lot numbers that may have been in use. Retention samples from all of the reported lots were inspected and there were no anomalies or defects found. The manufacturing records of these lots were also reviewed and nothing notable was observed. All 3-spike disposable sets manufactured are 100% leak tested prior to release. It was reported that after taping the tubing back onto the spikes, the user facility was able to complete the case. Our distributor provided the user facility with photos of the correct and incorrect way of spiking the bag. There was no harm to the patient. We will continue to monitor and trend similar reports of this nature.

Event description:
Our distributor received a complaint from the user facility and relayed the following report: "our customer had an incident in (B)(6) hospital last week on thursday 21st march, where a patient, who had received approximately 20-22 bags of blood products via the belmont rapid infuser, through the 903-00006 3 spike giving set. Two spikes were being used to deliver these bags and both spikes came away from the tubing. The tubing dropped off resulting in a very big mess. They then taped the tubing back onto the spikes and carried on infusing. These customers are extremely experienced with using the belmont and are aware that it is necessary to hold the spike and not the tubing when spiking the bag. We will however send them the photos we have of the correct and in-correct way of spiking the bag to emphasise this."